Event description:
It was reported that this pacemaker system exhibited a signal artifact monitoring (sam) event and recorded a lead safety switch (lss). During device testing, with unipolar configuration, within range measurements were observed, but when placed in bipolar configuration, the right ventricular (rv) lead exhibited high out of range pacing impedances, with intermittent capture and high capture thresholds. Technical services (ts) was consulted and recommended device programming settings and evaluations. This pacemaker system remains in service. No adverse patient effects were reported.